Manufacturer narrative:
This report is being submitted as part of the remediation for (B)(4).

Event description:
During service for the vent wont shut off, the fse noted the unit alarms vent inop 1014 when turned on, noted codes 4, 7002, 7016, 1008. There was no patient involvement.